Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps became lodged over the carbon shaft at the distal end, or the carbon shaft was partially torn. As a result, the instrument could not be removed through the trocar and had to be removed together with the trocar. In order to detach the instrument from the trocar, the distal end of the instrument had to be partially damaged by cutting material from the carbon shaft. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the image was provided: the image showed a prograsp forceps instrument with a broken main tube, which lead to a dislodged proximal clevis. This failure mode has a potential for fragments.